Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse(s) station (cns) shows communication loss between connected transmitters. Nihon kohden technician had the bme reboot the multiple patient receiver (org) twice and this did not resolve the issue. Nihon kohden technician advised the bme that since the org is showing the error light, this means that there is some sort of malfunction within the org which needs to be returned to nihon kohden for investigation/repair. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse(s) station (cns) shows communication loss between connected transmitters. Nihon kohden technician had the customer reboot the multiple patient receiver (org) twice and this did not resolve the issue. Nihon kohden technician advised the customer that since the org is showing the error light, this means that there is some sort of malfunction within the org which needs to be returned to nihon kohden for investigation/repair. No patient harm was reported. Service performed: nihon kohden repair center (nkrc) verified the complaint: the unit had communication loss and error light is lit up. Malfunction parts/pcbs: likely caused by an unexpected interruption of power. Nkrc reloaded the software and initialized the org and the issue is resolved. The unit was tested per the operator's/service manual and the unit completed an extended testing and operates to the manufacturer's specifications. Device returned to customer. Investigation summary: the root cause is likely related to improper shut down due to user error or power loss which is known to corrupt software. The reported device has not experienced a recurrence of the communication loss. Further action is not warranted.

Event description:
The biomedical engineer (bme) reported that the central nurse(s) station (cns) shows communication loss between connected transmitters. Nihon kohden technician had the bme reboot the multiple patient receiver (org) twice and this did not resolve the issue. Nihon kohden technician advised the bme that since the org is showing the error light, this means that there is some sort of malfunction within the org which needs to be returned to nihon kohden for investigation/repair. No patient harm was reported.